Manufacturer narrative:
The device was examined in the laboratory; a visual inspection noted the spring portion of the guidewire was bent at a nearly 90° angle. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A five-year review of complaint history revealed there has been a total of 5 complaints, regarding 14 devices, for this device family and failure mode. During this same time frame 199,095 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00007. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device has been returned to conmed; however, the complaint investigation has not been completed. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported that the device, 000150, was being used during an esophageal dilation with shear force on (B)(6) 2015 when it was reported that "they were using our american dilators with our marked spring tip guidewire when the spring portion of the guidewire was broke as they were about to use it. Patient was not affected as they used another spring tip guidewire for the procedure.". There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.